Event description:
It was reported that a user¿s freestyle libre 3 plus sensor would not pair to the ilet after the sensor was started in the libre mobile application rather than the ilet mobile application. No adverse clinical symptoms reported. Outcomes included user education and resolution through instruction to start a new sensor using the ilet mobile application. User support included technical troubleshooting and user education regarding proper sensor initialization and device pairing workflow. Investigation of this case revealed that the sensor was already in use by another device, which prevented pairing to the ilet, and that device function was consistent with design when the sensor is started outside the ilet ecosystem. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to usage instructions.

Manufacturer narrative:
Initial.